Manufacturer narrative:
Initial reporter: address unavailable. Bd corporate address used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd integra¿ syringe with detachable needle there was an issue with labeling error. There was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: two photos were received and evaluated. A single packaged integra syringe was depicted in the photos, confirmed to be from batch #2161672 (p/n 305274). Judging by the batch #, the product was likely manufactured in 2002. There is no expiration date printed by design. Expiration date was not required to be placed on individual packages at the time ¿ prior to implementation of the unique device identifier. The product¿s shelf life is 5 years after manufacturing date. Records no longer exist for this batch and device history record review is not applicable. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported with the use of the bd integra¿ syringe with detachable needle there was an issue with labeling error. There was no report of injury or further medical intervention.

Manufacturer narrative:
Due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.

Event description:
It was reported with the use of the bd integra¿ syringe with detachable needle there was an issue with labeling error. There was no report of injury or further medical intervention.